Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. The most probable cause of the discovered damages was traced to component failure. Expected or random component failure without any design or manufacturing issue due to degradation problem identified. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's had a chip on the lens. There was no patient involvement.